Event description:
It was reported that the patient presented in clinic with automodeswitch (ams) event caused by noise on the right atrial (ra) lead. The patient was asymptomatic. Noise could not be reproduced with isometric or pocket manipulation. The patient was pacing only 1% of the time in atrium. No programming changes were made. The physician decided to monitor the patient at regular intervals.